Event description:
Healthcare professional reported, "suspecting band not performing correctly, investigations x-ray review reveals that the tube had come away from the port. Tube showed split." Follow-up findings: "replacement tube was reconnected."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2014. The access port associated with this report was not returned as the access port was not explanted and returned with the tubing piece. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. No additional information has been reported to allergan regarding the event date or the patient's sex.